Event description:
The us complainant had a cp support ongoing for a patient admitted in for surgery and post-cardiotomy cardiogenic shock was diagnosed. The patient was also supported by extra corporeal membrane oxygenation (ECMO). The pump lost placement signal but, the signal loss did not cause any harm or injury and the pump was not replaced. The pump remained on for support. Days later the team noted there were harms during the support. There was ventricular fibrillation that prompted defibrillation and the patient experienced a gastrointestinal bleed. The patient eventually expired after care was withdrawn. Use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation and gastrointestinal bleed has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the ventricular fibrillation and gastrointestinal bleed and its relation to the impella automated controller device was not determined since the product, data logs, and sufficient clinical information were not provided. The additional information is reflected in b2, b3, g6, h2.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Data logs were reviewed, and the optical signal issues were confirmed. Based on the clinical information provided and data logs, it was determined that the root cause of the optical signal issues was most likely to be a patient condition. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. H1 updated to death. H6 updated to include death and placement signal coding corrections that were made from the initial manufacturer device report number 1220648-2024-19067. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.